Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: thrombectomy. Incident description: after dr. Grant went to insufflate balloon, he passed it through the vessel and after pulling balloon out, he noticed the balloon was ruptured. It was noted there was some kind of small fiber attached to the balloon. This happened in the beginning of the case. The catheter did not come into contact with any sharp objects throughout the case. Patient status: there was no patient injury.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. Upon visual inspection, engineering observed the proximal winding was partially unwound. Engineering could not confirm the complainant's experience of a ruptured balloon as the balloon was able to be inflated. Based on the condition of the returned unit, it is likely that the proximal thread had become unwound due to insufficient adhesive applied to the proximal winding during the manufacturing process. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Add info received via mail from (B)(6) on july 17, 2017 - the balloon was inspected prior to the start of the procedure, but there was not an attempt to inflate the balloon prior to the start of the procedure. The balloon did not occlude the vessel. No damage occurred to the vessel. There was no difficulty inserting or removing the catheter. No unintended material was left in the patient. The surgeon pulled another fogarty to complete the case.